Event description:
It was reported that the customer experienced dehydration and high blood glucose of 16.0mmol/l. Troubleshooting was performed. The time and date were incorrect, but the basal rates and bolus wizard settings were correct. The manual prime test was performed and the insulin did exit. It was stated that the customer did the high pressure test, but it failed the first time. The call was disconnected and no further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.